Event description:
It was reported that during a low anterior resection procedure, the device stapled partly on pt's side, and could not staple on sample side. Case was completed by additional suturing. There was no adverse pt consequence.